Event description:
Pfizer use for covid-19 under emergency use authorization (eua): was giving patient 1st covid19 vaccine, and while pushing down on plunger to administer vaccine, majority of vaccine noted to have visual backflow through syringe tip and needle junction where both pieces join and unknown amount of vaccine ran down patient's left arm. Used hs single use syringe luer slip 1ml, lot # 20201110. Used bd eclipse needle 25gx1, lot #1204217. Informed I would be in contact with patient once I spoke with manufacturer; hours of operation are m-f 0900-1900 est. Telephone number verified with patient for future contact once I gather more information from pfizer. Patient verbalized understanding and had no further questions. FDA safety report ID# (B)(4).